Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had surgery for a "pump/catheter replacement" and removal of a granuloma in (B)(6) 2010. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a follow-up report wile be sent if additional info becomes available.